Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling 5194001400 on 12:00:00 am. Mesh removal occurred on 12:00:00 am. Patient's legal representative stated pain, erosion, extrusion, exposure, urinary problems, dyspareunia, bleeding, infection, fistulae, neuromuscular problems, bowel problems, organ perforation, vaginal scarring and excision.